Event description:
The catheter was removed from the pt due to occlusion. After removal, an x-ray showed an approximately 1" catheter fragment in the pt's heart. The fragment is reported to still be in the pt.